Event description:
An author reported via literature article that a study was conducted to compare the mean cumulative dissipated energy (cde) in patients having conventional phacoemulsification cataract surgery using two different phacoemulsification platforms in which patients experienced posterior capsular rupture by gravity fluidics platform. After conducting this study, the phacoemulsification platform achieved a lower cde value than the gravity fluidics platform for conventional cataract extraction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6) md, differences in energy expenditure for conventional and femtosecond-assisted cataract surgery using 2 different phacoemulsification systems cde in different phacoemulsification systems 1 january 2017 vol. 43 iss: 16-21 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.